Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the maryland bipolar forceps had sparking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer initially reported an issue with the fenestrated bipolar forceps (fbf) instrument; however, after further investigation, it was confirmed that the problem was actually associated with two maryland bipolar forceps instruments. No arcing was observed on the fbf instrument. The procedure was started and completed using both generator and external cautery devices, and unintended energy delivery occurred while using the generator. Disabling auto stop did not resolve the issue. Bipolar energy was activated with the instrument connected properly and the arcing was observed to ground between the instrument jaws. Although the tip was in contact with tissue during the arcing event, no unexpected tissue effect was observed. The issue was resolved by sending the instruments for RMA, and there was no malfunction with the system or the generator; therefore, dispatching a field service engineer was not required. The generator functioned properly in subsequent procedures. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During visual inspection, the maryland bipolar forceps instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.